Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. (B)(4).

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose. The customer's blood glucose was 52 mg/dl at the time of incident. The customer stated that they gave correction with glucose tablets and food. The customer stated that the emergency medical services were dispatched due to low blood glucose. The customer stated that they were wearing the insulin pump during hospitalization. The customer stated that they had an accident as well. The insulin pump will not be returned for analysis.